Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient is no longer having access to sound with the device. In situ measurements showed 9 electrode channels with status hi. An accident or trauma is not known. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode caused by excessive mechanical stress is very likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. If further relevant information is available, the complaint will be reopened.

Event description:
It was reported that the patient no longer has access to sound with the device. It is not known if an accident or trauma occurred. Re-implantation is considered.